Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
A patient underwent a convergent procedure via sub-xyphoid approach with concomitant left atrial appendage exclusion (laae) using a prov50 device. During placement of the prov50, patient experienced hemodynamic collapse, and a perforation was found in the left atrial appendage. Procedure was converted to a sternotomy and injury was repaired with a stitch, after which the procedure was completed with the placement of an atriclip device. There was no reported device malfunction, and the adverse event was the result of a procedural complication.